Event description:
While using pediatric biplane at 30 frames per second the frontal images disappear during the run. Then the system must be powered down and back up to continue with the case. There were no injuries to patients.

Manufacturer narrative:
The problem is related to pediatric procedures where a fd biplane system is used at 30 frames per second with the smallest image format, a timing problem occurs causing a aenerator hang up. A retrofit for the field will be released to resolve the problem on all affected systems.